Event description:
It was reported that during a da vinci-assisted surgical procedure that errors 23008 and 23017 appeared. The intuitive tech support engineer (tse) guided the caller with performing a system hard power cycle. The issue was unresolved. The system logs indicated that there was an issue with the camera manipulator. The procedure was completed laparoscopically. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the manipulator (ecm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
In system logs, error 23008 was confirmed, indicating axis 4 on the endoscope camera manipulator (ecm) encountered a pot to encoder error. This was coupled with error 23017 indicating the axis 4 motor did not function as expected. Installed the endoscope controller (ec) onto the golden system where errors were replicated on startup. After testing was complete, visual inspection found no issues related to the reported event. As a result of these findings, failure analysis determined that the axis 4 pot & motor to be consistent with the reported event and is the potential root causes of this issue. Intuitive followed up with the customer and was advised that the procedure conversion did not require the port sizes to be enlarged, nor extra ports to be added.